Event description:
It was reported that the anesthesia workstation failed several system checkout tests. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed several system checkout test failures, has been resolved by replacing co2 absorber and cleaning patient cassette. The device was returned for use. There were no further failures. A photo was received showing scratches on the connection pipe on the co2 absorber. The co2 absorber connections (inlet and outlet) connects to the patient cassette absorber inlet and outlet valves. The patient cassette absorber valves are equipped with seals that seals around the co2 absorber connection pipes when the co2 absorber is docked in place. Prior investigations performed have shown that the damage on the surface may cause leakage due to insufficient sealing when the disposable co2 absorber is docked in place in the patient cassette absorber valve. This leakage is detected during system checkout (sco) in automatic ventilation leakage test and do not cause any deviations during treatment. Occurrence of test failures could be seen in the provided devices logs. There is also other sco subtest failures that are difficult to explain with only the identified scratches on the co2 absorber and the absorber dust in the patient cassette. The root cause to the reported issue has not been determined.